Event description:
Medtronic received information that dose log/report data inaccuracy, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.4 . Color: grey. Battery life remaining: <2 months. Customer reports: inpen no longer dispenses insulin. The center plunger became difficult to retract enough to add a new cartridge. Per visual inspection: cap no longer stays attached and missing dosing window. Unit paired successfully to commercial app. My inpen menu displayed: the following test values were dialed and dosed: 10 test values of 4.0u dialed and dosed. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. Inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Inpen did not produce any false dose logs during investigation. The patient complaint of dose log inaccuracies or leadscrew not fully rewinding could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.